Event description:
It was reported that the bd q-syte¿ tri-extension set septum was blocked. This occurred 20 times each in lots 2033442, 2060348, and 2122453. The following information was provided by the initial reporter: "during a discussion with the customer, the healthcare worker found that the silicon septum entrance (hub) of q-syte tri extension small bore was blocked. Have to create another indent by healthcare worker due to this blocked septum"

Manufacturer narrative:
H6: investigation summary: it was reported the silicon septum entrance of the q-syte was blocked. As a sample was not returned, a thorough sample investigation could not be completed. Investigation of the actual sample would be necessary to confirm the reported failure mode. A device history record review was completed for provided material number 385158, lot numbers 2033442, 2060348 and 2122453. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Additional device histories were reviewed for each batch of q-sytes used in the manufacturing of this batch and no related quality issues or deviations were found during the manufacture of the subassembly batches. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd q-syte¿ tri-extension set septum was blocked. This occurred 20 times each in lots 2033442, 2060348, and 2122453. The following information was provided by the initial reporter: "during a discussion with the customer, the healthcare worker found that the silicon septum entrance (hub) of q-syte tri extension small bore was blocked. Have to create another indent by healthcare worker due to this blocked septum"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2033442 d.4. Medical device expiration date: 31-jan-2025 h.4. Device manufacture date: 21-feb-2022 d.4. Medical device lot #: 2060348 d.4. Medical device expiration date: 28-feb-2025 h.4. Device manufacture date: 29-apr-2022 d.4. Medical device lot #: 2122453 d.4. Medical device expiration date: 30-apr-2025 h.4. Device manufacture date: 17-may-2022 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.